Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the stimulation sensation was being felt in the patient¿s feet than in the target area of the lower back and legs. The patient stated the change happened about a month ago. The patient had a few falls before the change in stimulation due to unrelated loss of balance with hardware in the patient¿s knee coming loose. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the specific cause of the stimulation being in the wrong locations was not determined. Actions/interventions taken to resolve the stimulation being in the w rong location were not available. The implantable neurostimulator was replaced due to unrelated normal battery depletion. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the steps taken to resolve the issue included that they were going to see their physician on (B)(6) 2018 about their battery unit. The patient reported that it had seemed to go dead. No further complications were reported.